Event description:
The customer contact reported the device alarmed with a 09/001 (backward motor movement) service alarm code with the message "phone for check." On an unspecified date and time, the device was programmed to deliver tpn (total parenteral nutrition) with steps. No specific programming parameters were provided. After an unspecified length of time during the night, the customer contact reported a 09/001 (backward motor movement) service alarm code with the message "phone for check" occurred. The customer contact reported the tpn was interrupted and no tpn was delivered during the night. The device was removed from clinical service. There was no delay of critical therapy. There were no reported medical interventions required. Though requested, no add'l info was provided, including if therapy was resumed using a replacement device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.